Event description:
The customer reported that elevated, non-reproducible platelet (plt) results without instrument flags were generated on a coulter ac-t diff 2 analyzer for two patients. Beckman coulter inc. Assessment of customer supplied data indicated the involvement of three patients across two days whose plt results were elevated. The third patient's results also possessed an initial erroneously elevated white blood cell (wbc) and red blood cell (rbc) results. This report represents the two patients with elevated plt results generated on (B)(6) 2012. Upon repeat on the same instrument, one patient's plt repeat result was higher and the other patient's was lower. The lower plt results were regarded as valid. The elevated plt results were released from the laboratory, however, there was no death, serious injury or modification to patient treatment associated or attributed to this event. Instrument control results prior to the event were within the customer's established specifications. Samples were collected via venipuncture and were tested immediately upon collection. No specific patient information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) inspected the red blood cell aspiration pathways and verified proper mixing bubbles. The fse did not find any instrument problem and reviewed the plt recovery issue with the customer. The fse executed two reproducibility tests and all parameters were within specifications. He also ran a reproducibility assessment using the patient samples in question and plt results reproduced as expected. The root cause for this event is currently unknown. There was no evidence that an instrument malfunction had occurred. Associated mdrs: 1061932-2012-01830, 1061932-2012-01831.